Event description:
Healthcare professional reported injecting a patient with 0.8 ml in the smile lines and 0.2 ml in the marionette lines of juvéderm® ultra plus xc. 12 hours later, patient experienced ¿vascular occlusion presenting with mottled pattern and reticulated pigmentation.¿ the next day, the patient was treated with aspirin 81 mg po and hyaluronidase 300 u. Patient also was treated with 243 mg of aspirin, 1 daily for a week. Symptoms noted "mostly resolved but still looks pinkish and did not return to 100%."

Manufacturer narrative:
Clarification to suspect product: lot number 963/2. Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.